Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to power on. It was determined at analysis that the epg had powered off at once after removing the batteries. It was noted that the printed circuit board (pcb) was defective. The epg was returned to customer unrepaired due to parts unavailability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. The external pulse generator (epg) was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.